Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report was filed in error as the contents are related to a related event already reported under emdr #2124215-2019-09874.

Event description:
Boston scientific received information that this lead was having an anomaly. There is no known intervention as of this time. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was having an anomaly. There is no known intervention as of this time. This lead remains in service. No adverse patient effects were reported.